Event description:
The facility representative reported a device with a condition of "channel b unable to use the select button." This condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 5.04.00 that is categorized as unremediated. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of "channel b unable to use the select button" was confirmed during product evaluation. Inspection of the device revealed the condition was caused by a defective channel b pump head module (select key inoperative). Inspection also revealed corrosion in the channel b phm. The phm was replaced on channel b to fix the problem. This issue is currently being investigated under CAPA.